Event description:
It was reported that during a davinci s hysterectomy procedure, the customer noted that the tips were not closing on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode of tips not closing. Additional finding not reported by the customer was a loose and frayed pitch cable located at the distal clevis hub. Both cable crimps remained in the clevis. Upon housing removal found a pitch cable loose at the clamping pulley, but no loose clamping pulley screw was found. Additional observation not reported by site was main insulation tube damage. The distal end of main tube had various scratch marks with light material removal. Engineering concluded that damage was likely due to mishandling. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.